Manufacturer narrative:
Eval: pcb box.

Event description:
It was reported by svc report that in zoom drive even with green indicators on and solid battery charge, zoom stops wait few minutes, zoom works again then stops. No pt involvement or adverse consequences are reported.